Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the suture needle broke in half while trying to remove from the stitching device. An x-ray was performed to find the missing piece and no foreign body was to be found.